Manufacturer narrative:
The hill-rom technician found the scale pcm board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2014. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced the scale pcm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not audible. The bed was located on the 6th floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).